Manufacturer narrative:
When this facility found a mask that reportedly had insufficient air they audited their inventory and found two more units with insufficient air (lot 071204 mfg 12/2007 exp 12/2010 and lot 060519 mfg 05/2006 exp 05/2009). Results evaluation: investigation: the supplier's investigation stated that they visually inspected the three masks that were returned. The one mask from lot 070605 had a crack and leak in the cushion. The other two masks, one from lot 060519 and one from lot 071204, were also inspected and found to have no leak but did appear to be under inflated. Root cause: for lot 070605 the event was likely due to weight being added to top of carton during transportation or storage. For the other two lots the likely cause attributed to masks were stored in high temperature environment and they were pressed by the other product to cause mask cushion to be under inflated. Galemed checked their stock and history for this lot and no similar reports have been received. They had previously set up a hand impressing check for the hard shell at their injection process to make sure that the hard shell is resisting enough by hand pressing after injection. This lot was manufactured before the hand pressing check was implemented. This report has been logged for trending.

Event description:
User reported having one event where the mask was underinflated. Found prior to use. No injuries reported.